Manufacturer narrative:
The returned device was evaluated and the case description states that the user reported their controller failing to charge and turn on after the controller shut off from low battery power. The controller was returned with the battery depleted. No evidence of thermal exposure or thermal damage was observed on the controller. The controller was plugged in with an insulet charging cable and adapter and allowed to charge. The controller vibrated upon being plugged in. The controller was able to charge to 100%, turn on, and boot up with no issues. No damages or defects were seen that would have prevented the controller from turning on when charged. Inspection of the android log files downloaded from the controller found no evidence of the controller being unable to turn on. The logs showed that the controller was on until the battery drained with no evidence of the controller having been plugged in. The controller was found to function as intended.during the investigation, the lcd display was observed to be cracked. It could not be determined when or how this damage occurred. The controller passed all adb testing despite the cracked lcd screen indicating that the damage did not affect the functionality of the controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 541 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and difficulty breathing. The patient reports their controller would not hold a charge or turn on. Once at the hospital the patient was treated with intravenous fluids a insulin drip. The patient remains in the hospital at the time of this call.